Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were explanted and replaced to address the issue. Therapy is restored.